Event description:
Rod break: no revision surgery, at level t2-iliac, 24m post-op / rod rupture, no intervention, at level t2 iliac. It might be the overstresses applied on a level without screws which caused the rupture.